Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. Qc was acceptable earlier in the day prior to the event. The alarm trace indicated noise and voltage errors related to empty onboard reagents, abnormal sample probe aspiration, and sample foam detection errors. The field service engineer (fse) found air in the system due to empty onboard reagents. The customer replaced the reagents, performed reagent primes, system air purges, and checked the system pressure and wash. A precision check was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. Na.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 5 patient samples on a cobas 8000 cobas ise module. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were repeated. For patient 2, the initial na result was 130 mmol/l. The repeat result was 137 mmol/l. For patient 3, the initial na result was 131 mmol/l. The repeat result was 139 mmol/l. For patient 5, the initial na result was 134 mmol/l. The repeat result was 139 mmol/l. For patient 6, the initial na result was 133 mmol/l. The repeat result was 140 mmol/l. For patient 7, the initial na result was 130 mmol/l. The repeat result was 139 mmol/l. The repeat results were deemed correct. The analyzer serial number is (B)(4).